Event description:
It was reported a port was placed initially without incident for steroid adminsitration. Approximately 19 months post placement attempts to access the port after a period of disuse were unsuccessful. X-ray revealed the catheter had fractured and migrated to the right ventricle. Retrieval of the detached catheter segment utilizing a snare was uneventful. Since the pt's therapy was completed it was decided to remove the port. No pt sequelae resulted from this event. The device has been destroyed by the user facility. Therefore, no failure analysis is available.